Event description:
Same case as MDR ID #2134265-2011-04171. It was reported that during a percutaneous coronary intervention procedure a stent moved on the balloon. Vascular access was obtained via the right femoral. The highly stenosed de novo target lesion was located in the moderately to severely tortuous and severely calcified subclavian artery. A 8.0x30x135cm express ld stent delivery system was advanced and encountered resistance. The sds was unable to cross the target lesion. The sds was removed intact; however, it was noted that the stent "slipped" slightly on the delivery system. Another 8.0x40x135 cm express ld stent delivery system was advanced and encountered resistance. The sds was unable to cross the target lesion. The sds was removed intact; however, it was noted that the stent "slipped" slightly on the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID #2134265-2011-04171. It was reported that during a percutaneous coronary intervention procedure, a stent moved on the balloon. Vascular access was obtained via the right femoral. The highly stenosed de novo target lesion was located in the moderately to severely tortuous and severely calcified subclavian artery. A 8.0x30x135cm express ld stent delivery system was advanced and encountered resistance. The sds was unable to cross the target lesion. The sds was removed intact; however, it was noted that the stent "slipped" slightly on the delivery system. Another 8.0x40x135 cm express ld stent delivery system was advanced and encountered resistance. The sds was unable to cross the target lesion. The sds was removed intact; however, it was noted that the stent "slipped" slightly on the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the device revealed damage was noted to the shaft between 590mm and 640mm distal to the strain relief. Shaft was twisted and flattened. The stent was still on the balloon however it was noted that the stent had moved proximally on the balloon by 1mm. Visual examination of the stent revealed that a strut on the distal end of the stent was lifted up. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. This root cause is assigned as highly calcified lesion is contraindicated in the dfu and the lesion being treated was severely calcified. (B)(4).